Event description:
On (B)(6) 2025, calyxo was made aware of a patient who had a steerable ureteroscopic renal evacuation (sure) procedure using the cvac device that day. During the procedure, the distal tip of the cvac device was unable to be deflected and the laser bridge wings were unable to move. Additionally, the outer jacket of the catheter tore on the ureteral access sheath (uas). The uas and the cvac device were removed together from the patient with no reported injury to the patient. Due to the lack of additional devices at the hospital, the physician decided to abort the procedure. Investigation of the returned device, on 12-sep-2025, revealed damage to the outer lumen jacket and hypotube.

Manufacturer narrative:
The device was returned to the manufacturer for investigation. Analysis of the returned device revealed that the irrigation lumen jacket was torn and the hypotube was broken at approximately 6cm from the distal tip. This caused leaking from the torn lumen. Additionally, strands of tangled plastic fiber were also present bunched up with the irrigation lumen jacket. There were two pieces of plastic fiber; one was approximately 3cm long and the other was approximately 2cm long. The tangled plastic fibers originated from the broken hypotube scraping the interior of the ureteral access sheath during removal of the cvac device from the sheath. The root cause is excessive shaft manipulation force and mechanical strain during the procedure resulting in hypotube damage. The lot history review (lhr) for lot# p20421 was conducted, which confirmed that there were no non-conformances observed at the time of manufacture that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. Calyxo will continue to perform product monitoring as part of our post-market surveillance procedures.